Event description:
Procedure type: hernia. According to the reporter: the surgeon was concerned with a (B)(6) 2007 procedure. The patient's hiatus hernia was supported with the mesh. It is unclear what the defect reported is but allegedly a contraction of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4).